Event description:
Dealer alleges that when the chair was charged for the first time there was a burning smell coming from the charger. No injury is alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model fdx serial number/date (B)(4) is approximately 2 months old. The user manual part number 1163181 (B)(4) was issued with this device. (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4) - product was returned on (B)(4) and inspected. The device was evaluated and the issue could not be duplicated and no problem was found. (B)(4) has been initiated for this issue. Model fdx serial number/date code (B)(4) is approximately 2 months old. The user manual part number 1163181 rev. B (jul-10) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer alleges that when the chair was charged for the first time there was a burning smell coming from the charger. No injury is alleged.